Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of possible peritonitis. The patient was in the hospital for urinary tract infection, bowel infection, and possible peritonitis. This patient is still in the hospital but her daughter said that she was going to be discharged today and then would be sent to another hospital. The patient was admitted to the hospital on (B)(6) 2012 and discharged (B)(6) 2012. The patient was recovering. No further information received.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted on potentially associated lot number: 12b03h25 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted on potentially associated lot number: 12b03h25 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified, as no samples were returned.